Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Ppf alleges abductor muscle repair, after first revision.

Manufacturer narrative:
This is a duplicate report of (B)(4) is being retracted as it is a report duplication. (B)(4) will be kept for investigation purposes.